Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved in type iii bone. Clinician reports patient had poor bone quality. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. After the evaluation was noticed that the item received is different from the item reported. Ttherefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved in type iii bone. Clinician reports patient had poor bone quality. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).